Manufacturer narrative:
The device passed the displacement test, rewind test, pump self-test, off no power test and unexpected restart test. The operating currents were in spec. The motor error alarmed during basic occlusion test due to moisture damage on force sensor resistor. There was cracked battery tube threads noted. There were minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window. Corrosion on battery tube was noted. There was moisture damage on vibrator motor, all electronic assemblies and motor assembly. (B)(4).

Event description:
The customer reported via phone call of issued with an expired pump failure. The customer states they accidently got the device wet and there are cracks around battery case at the top where screws on pump. The customers' blood glucose level at the time of incident was unknown. The customer's mother states that the device was submerged in water, but the device does not show signs of water damage. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.